Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cassettes did not perform aspiration during the vitrectomy surgery. The surgery was completed by replacing the cassette. The product was contacted with patient but there was no patient impact.